Event description:
Report received of a non-delivery. The pump was returned to the facility with an unsigned noted that stated, "did not alarm, was recording fluid as being delivered but not infusing. No fluid infused, found the next day." The customer reported that they "don't even know what home that pump came from." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. Though requested, no additional info was provided.